Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert), lot number unknown, inserted on (B)(6) 2015 for contraception. Physician believes that, on insertion, she perforated the peritoneal cavity. Essure was not seen on hysteroscopy. Health care professional did not remove the essure and patient will undergo a scan to see where the essure is. Result and assessment of the product technical complaint investigation received on 23-mar-2015, referring to ptc global number (B)(6) : final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a usability issue. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information (perforation questionnaire) received on 24-mar-2015 from physician: the patient was (B)(6) at time of the report. She was obese and had as previous history: myomectomy done via laparoscopy in 2010 and 3 previous pregnancies with vaginal deliveries. She did not have any other gynecological interventions. On (B)(6) 2015, the essure procedure was done under intravenous sedation; the lot number used was c91768 with expiration date of aug-2017. The patient was not postpartum at time of procedure. The visualization of both tubal ostium was considered easy. During the procedure, cervical dilatation and sounding were done. The insertion was considered difficult, the introducer was inserted into perforation that looked like ostia and then released but no coils were seen and with that the physician thought it was an obvious problem. The procedure did not take more than 20 minutes and there were no more than 1500cc of fluid loss. No imaging tests were performed to confirm essure placement. The essure incorrect position was determined on the same day of the insertion procedure; a complete unilateral right perforation was confirmed via hysteroscopy. No organ or intra-abdominal structure was perforated. The physician was not sure if the perforation occurred during sounding, cervical dilation or hysteroscopy; he stated that it was probably before the deployment. The patient was asymptomatic. She was taken immediately for laparoscopic tubal; during this procedure, the device was located in cul de sac, and a small perforation in the right cornua was noted. Essure was removed. Hysterectomy and salpingectomy were not necessary. The patient recovered from the essure removal procedure. Case considered incident. Follow-up received on 31-mar-2015. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(4) and the local number is (B)(4) . Final assessment: lot number: c91768; expiration date: 31-aug-2017; production date: 04-aug-2014. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a usability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. 3 further ae case reports have been received to date in relation to the reported batch, but none of the cases refer also to a similar adverse types of events. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had a small perforation in right uterine cornua during essure (fallopian tube occlusion insert) insertion. On the same day, she was submitted to a laparoscopy and essure was removed from cul de sac. Patient recovered. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Uterine tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a complete perforation occurs, essure can be found in the pelvic cavity as it perforates the whole uterine wall. In this particular case, as the reported perforation occurred in association with essure placement, causality with the suspect insert cannot be excluded. Due to the surgical intervention reported upon follow-up; this case, initially regarded as non-incident, was considered an incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.